Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family friend reported via phone call that customer experienced low blood glucose levels of 40 mg/dl. It was also reported that sensor had change sensor alert and calibration not accepted alert. The insulin pump will not be returned for analysis.